Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-06 information was received from the representative who reported that the health care provider noted the medication was c lonidine with a concentration of 2.86 mcg/ml at a dose of 2 mcg/day, morphine with a concentration of 8.57 mg/ml at a dose of 6 mg/day, and naropeine with a concentration of 5 mg/ml at a dose of 3.5 mg/day. There was no further information on the implant date. The patient did have pain but no withdrawal symptoms. The pump was replaced on (B)(6) 2016.

Event description:
Information was received from a patient in (B)(6) who was receiving morphine (unknown dose and concentration) via an implantable pump. The event occurred post-operative. The patient programmer was not working anymore; error code 8476 was displayed and it was related to a motor stall. The product remained in patient and was not replaced. There was no patient harm,injury or death.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Manufacturer narrative:
Updated: the pump indicated it had delivered morphine 8.6 mg/ml at a dose of 0.533 mg/day, naropeine 5.0 mg/ml at a dose of 0.0310 mg/day, and clonidine 2.9 mcg/ml at a dose of 0.0180 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Conclusion code no longer applies to this event.

Event description:
The stall was confirmed via a pump interrogation. There was no electromagnetic interference (emi) exposure and the pump was reprogrammed without success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.